Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence suggesting the revision was performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Date implanted: (B)(6) 2018. Concomitant medical products - biomet microfixation unknown sternalock 360 screws, catalog # ni, lot # ni; therapy date: (B)(6) 2019. Device evaluated by manufacturer - the distributor reported the product will not be returned to zimmer biomet for analysis as the implants were discarded. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was a revision due to the fracture of two bands, loosening of one screw, and fracture of another screw. During the revision, the surgeon discovered that two bands fractured at the body and ziphoid, one screw backed out at the lower right side of the xiphoid, and one screw fractured at the lower right side of the xiphoid. All existing sternalock parts were removed during the revision and the patient's sternum was fixated with one (1) 12 hole plate and wire. The distributor reported that the patient had a sensitivity to narcotics and as a result experienced intense vomiting post-op. The distributor reported the product was discarded and no x-rays or scans are available. The distributor reported the original surgery was performed in (B)(6) 2018 (exact date unknown). No additional patient consequences were reported.